Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
Dr. (B)(6), implant surgeon at the hospital, reported that the devices had to be removed because of "groin pain and increased blood co level".